Event description:
The customer reported that the rotator on the hemostasis valve came apart while hand injecting. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer did not specify if this was the initial use of the device. The (B)(4) was a second possible lot number reported by the customer for the suspect device. Expiration date: 03/31/2014. Device manufacture date: 04/2011. A follow-up report will be submitted when the evaluation has been completed. Evaluation: conclusions: a follow-up report will be submitted when the evaluation has been completed.